Event description:
The neuron catheter was found flattened about 5cm from the tip prior to use.

Manufacturer narrative:
Technical eval: inspection of the proximal end of the catheter showed nothing unusual. Examination of the distal end showed two flattened spots. Conclusion: the damage observed agreed with the incident report in that the device was damaged; however, the damage is located distally, not proximally as indicated by the attached note. It is unclear if the unit was damaged out-of-box or if it was damaged during handling, prior to use. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part # 1147-02.a (lot # l13712). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l13712) indicated that 100% inspection of the devices resulted in (B)(4) failures. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.